Event description:
Respiratory therapist called to medical surgical intensive care unit due to ventilator alarming. The alarm screen said change oxygen sensor. Patient was on ventilator at 100%. Patient's pulse oximetry had dropped to 83%. The nurse increased the oxygen. The pulse oximetry did not improve, so the nurse increased to 100%. That is when the ventilator started to alarm. Patient was taken off ventilator and changed to another ventilator.